Event description:
It was reported that a physician was attempting to deliver a 2.25mm diameter x 12mm length rx integrity bare metal stent to treat a severely calcified cto lesion in the lcx with 100% stenosis and moderate vessel tortuosity but the stent dislodged in an unknown location. It was reported that the lesion was in a severe condition. The physician managed to pass the wire to the lesion and performed poba, but ivus and xience were unable to cross the lesion. The first attempt of the integrity stent delivery failed. The second attempt with support by 2 wires also failed. Third attempt supported by mother-and-child catheter technique also failed. During the third attempt, the whole system including gc was disengaged. Thereafter the physician re-engaged the wire, but he found the stent was not on the balloon during fourth attempt. It is unknown whether the stent dislodged in vivo or in vitro. The lesion was treated with another integrity bare metal stent and 1 non medtronic stent that was implanted prior to the attempted integrity stent. No health hazard was caused to the patient. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: (inherent risk of procedure) - stent dislodgement. (Patient¿s condition affected effectiveness of device) -patient lesion morphology -cto, 100% stenosis and severe calcification. (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: (device failure/lack of effectiveness related to patient condition)-lesion morphology - cto, 100% stenosis and severe calcification. (Inherent risk of procedure) - stent dislodgement. (Unable to confirm complaint) - device or procedural images not provided for review. (B)(4).